Manufacturer narrative:
In the event the additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the avea user interface module (uim) was returned to carefusion¿s failure analysis laboratory. A visual inspection and evaluation was performed and the reported issue was duplicated. There were no visible anomalies found during the visual inspection. After placing the uim on a known good unit and tested, the identified the root cause of the reported issue was due to a bad display assembly.

Event description:
The customer stated that the ventilator was on a patient and the user interface module (uim) froze and they were unable to make changes to it. The unit was taken off the patient and was sent in for repair. There was no patient harm reported.